Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: headache, blurry vision, very weak. A patient reported they were unable to get a blood glucose result on their meter. Their meter allegedly would only prompt error 2 message. Patient was not treated. No further information has been reported.